Event description:
The facility reports the staff was moving the resident from their bed to the living room. The pin holding the lift support suddenly sheared, sending the resident and the lift support to the floor. The resident suffered bruising to the back and neck.